Event description:
The customer reports that the cvc length on the lidstock does not conform with the actual length of the cvc.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a lidstock and a pediatric catheter. The image shows the catheter next to a ruler. The catheter appears to be the same catheter that is packaged within the finished kit, but it cannot be determined without the actual sample to evaluate. The catheter graphic was reviewed. The catheter shown in the customer image appears to meet the dimensional specifications of 4 5/8"- 4 7/8"; however, this cannot be officially confirmed without the sample to evaluate. Engineering was contacted as part of this complaint investigation. They indicated that it is typical practice that the product length is labeled the same as the last cm mark on the catheter body, even though the catheter length may be longer due to tolerances. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report of an incorrect catheter was not confirmed through examination of the customer supplied images. The image shows a pediatric catheter next to a ruler. The catheter appears to meet the dimensional requirements indicated in the catheter product drawing; however, this cannot be officially confirmed without the actual sample to evaluate. A device history record review was performed based on sales history, and no relevant findings were identified. Engineering was contacted as part of this complaint investigation. They indicated that it is typical practice that the product length is labeled the same as the last cm mark on the catheter body, even though the catheter length may be longer due to tolerances. Based on the comments from engineering and the customer provided image, the probable cause for this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports that the cvc length on the lidstock does not conform with the actual length of the cvc.